Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was decreasing faster than expected and the customer had to charge the pump every other day. Subsequently, the customer reported that the insulin gauge was static at 170 units. At the time of the reported event, the customer was on vacation and was using manual injections for diabetes management. There was no reported impact to the customer's blood glucose level.